Event description:
The reporter stated that the alarms on the unit do not work. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.